Manufacturer narrative:
E.1. Initial reporter facility: alleghany regional hospital lewisgale hospital alleghany a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the communication between station and the server as well as any network interferences on the server, confirmed that everything seems to be working correctly with messages crossing over. Also confirmed that the services were running, synchronization information was current, and health sight viewer displayed no critical notices. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patients and orders were not crossing over from meditech to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.